Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 supplement kit has been found containing foreign matter. The following has been provided by the initial reporter: fm in product.

Event description:
It has been reported that the bd bactec¿ mgit¿ 960 supplement kit has been found containing foreign matter. The following has been provided by the initial reporter: fm in product.

Manufacturer narrative:
Investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Mgit growth supplement batch number 1154511 was provided for investigation. The batch history record review for batch 1154511 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. Samples are incubated at 25 degrees c and at 35 degrees c for 14 days. All bioburden testing performed on this batch was satisfactory per our internal procedures. The release testing also includes media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retention samples from growth supplement batch 1154511 (6 vials) were available for inspection. No microbial growth was observed in 6/6 retention samples from visual inspection. For investigation of the complaint, one panta retention vial was reconstituted with one growth supplement retention vial as per the package insert instructions for this kit product and incubated at 20 to 25 degrees c. Another panta retention vial was reconstituted with one growth supplement retention vial and incubated at 33 to 37 degrees c. At seven days incubation, no growth was observed in the vials incubated. One photo was received for investigation. The photo shows a vial from batch 1154511 with what appears to be growth in the media. Return samples also were received for investigation. One growth supplement vial from batch 1154511 with parafilm around the stopper was received in a shipping box with bubble wrap. Within the vial, fungal growth was observed. The vial was submitted to the ID lab and the fungal growth was identified as a cladosporium species. No 245124 kit batch number was provided for investigation. However, manufacturing records for growth supplement batch 1154511 identified a presumptive kit batch. The presumptive kit batch is part of a complaint trend for contamination. Investigation of the trend found mold from environmental monitoring during production of growth supplement batch 1154511. The mold observed during environmental monitoring did not exceed levels to trigger an action per bd procedures. Due to the complaint trend, manufacturing operations investigated the observed mold and did not find a root cause. Manufacturing operations conducted a retraining event with manufacturing associates for aseptic technique and in-process bioburden reduction as a corrective action. Manufacturing operations also identified opportunities for improvement that are being investigated as well. Fungal growth was observed in the return sample. Though no kit batch was provided to properly complete an investigation, this complaint can be confirmed by the complaint trend for contamination identified. Bd will continue to trend complaints for contamination.